Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 993 mg/dl at the time of the incident. The customer's blood glucose was 993 mg/dl at the time of call. The customer stated that they were treating the high blood glucose with the insulin pump. The customer stated that they were given insulin drip at the time of hospitalization. The customer stated that they experienced nausea. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer stated that they have tried all remedies for the no delivery alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.